Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swelling.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.